Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The patient did not receive an audio alert because the alerts were set to vibrate only and the always sound feature was disabled. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.